Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, weight to the spec, deformation. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No observed openings in the device.

Event description:
Healthcare professional reported rupture, seroma-late and pain in right side, device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture, seroma-late and pain in right side, device has been explanted.